Manufacturer narrative:
Complaint conclusion: during a carotid endovascular intervention, the site reported that the 7 x 40mm precise pro rx stent did not deploy. The procedure was successfully completed with a similar product with no reported patient injury. The event involved a patient undergoing a carotid stenting procedure on a target lesion that was described as having tortuosity that ¿was not serious¿. The patient¿s vasculature was accessed via an ipsilateral approach with a 6f catheter sheath introducer. An angioguard embolic protection device/guidewire was advanced to the lesion. The site reported that the precise stent delivery system (sds) had been stored, inspected, handled and prepped according to the instructions for use (IFU). Nothing unusual was noticed about the sds prior to use. No difficulty or resistance was encountered when crossing the lesion with the sds and no unusual force was used. When the physician attempted to deploy the stent, he/she noted that the stent had not deployed at all the sds was removed without issue and when inspected, the physician confirmed that the stent was still closed on the sds. The procedure was successfully completed with a similar device with no reported patient injury. One non-sterile precise pro rx ous carotid system, 5f, 7mm x 40mm, 135 cm was received coiled inside a plastic bag with an un-deployed stent and the hemostasis valve in a closed position. The body was separated 120cm from the brite tip. No other discrepancies were found. Functional test could not be performed since the body was received separated. Sem analysis revealed that the external body surface had evidence of elongation and scratches at the areas surrounding the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported "sds - deployment difficulty-unable" event was confirmed based on the visual analysis. The exact cause of the reported failure condition could not be conclusively determined. According to the product IFU, users are instructed to unlock the tuohy borst proximal valve end connecting the inner shaft and outer sheath of the sds. They are to ensure that the sheath introducer or guiding catheter does not move during deployment. The IFU further instructs users to initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However, based on the results of the product analysis, there are procedural factors that may have contributed to it. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(6). Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the carotid artery with a precise stent delivery system (sds) on an angioguard, it was reported that the physician tried to deploy it and noticed that the stent did not open at all. The physician pulled complete the delivery system out and noticed that the stent was still closed on the delivery system. It was noted that the event did not cause any harm on the patient and they finished the procedure with a similar product. The product was stored, inspected, handled and prepped according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. A 6f sheath introducer was used. The delivery of the sds to the lesion was ipsilateral. It is unknown if the sds passed through any acute bends. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. It is unknown if the sds passed through any acute bends. There are no specifics on the target lesion characteristics other than the vessel tortuousity ¿was not serious¿. Per the product analysis, the body of the device was separated at 120cm from brite tip. No additional information from the account is available.